Manufacturer narrative:
(B)(4). Surgical intervention was necessary.

Event description:
According to the reporter, on (B)(6) 2008, a patient was administered a pillcam, which was ingested by the patient. The pillcam became lodged in a portion of a patients small bowel. Surgical intervention was required to remove the device. No other known information reported.